Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v824102, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient saw the ¿call your doctor¿ icon with a power on reset (por) condition. The patient was unable to adjust stimulation. Replacing the programmer batteries did not resolve the issue. Therapy was not on and the por erased the settings. The longevity diagnostics showed that the stimulator needed to be replaced. The patient was experiencing frequency of urination. The patient recovered without permanent impairment. The patient was going to be scheduled for battery replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.